Event description:
A customer reported a malfunction on their tandem pump, indicated by malfunction code 199, also referred to as malf 3. There was no adverse impact on the customer's blood glucose level. Tandem's technical support decided to replace the faulty pump and confirmed that it was under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy while awaiting the replacement. Technical support also provided instructions for storing the pump and returning it using a pre-paid label. The customer understood and acknowledged the instructions.